Manufacturer narrative:
Corrected information: device related info. Additional information: evaluation codes. (B)(4). The cam tightener shaft (product code: 2868-40-000, lot # unk) was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) could not be performed as the lot number was not provided. No emerging trends were found requiring further actions. No devices or photos were received; therefore the condition of the components is unknown. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument broke in plate. Complaint form sent. Per complaint form: surgeon appeared to be turning cam counterclockwise when shaft broke off. Piece that broke off was flush in the screw head and was not retrieved.